Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx mid-urethral sling system on (B)(6), 2010, to treat stress urinary incontinence. According to the complainant, post-implantation, the patient experienced extreme pain, bladder spasms, continued urinary incontinence, and erosion of her internal bodily tissue (date/s of onset unknown).all other information is unknown and reportedly unavailable.